Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not detect an atrial fibrillation (af) episode with rapid ventricular rate (rvr). The icm was reprogrammed and remains in use. No patient complications have been reported as a result of this event.